Event description:
Same case as MFR#: 2134265-2011-04088. It was reported that during preparation for a transarterial chemoembolization treatment procedure, guide wire coating issues were noted. The target vessel was the hepatic artery. During prep, outside the patient, it was noted that the coating of a .016 140x25cm fathom 16 guide wire was not smooth. It was commented that the coating was bulky and peeling off. The device was not used. Another .016 140x25cm fathom 16 guide wire was selected and the same issue was noted. This device was not used either. The procedure was completed with another fathom guide wire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A microscopic examination of the coating found it to be smooth and shiny. No flakes, bulges, or inconsistencies were identified. All hydrophilic coating was present on the device. The guide wire ptfe (polytetrafluoroethylene) coating was examined along its length and no defects were noted. The guide wire proximal and distal ends were examined and no defects were observed. The corewire was attached. The guide wire was inserted and advanced into a microcatheter without any difficulties. The length of the guide wire was measured and found to be 140.0cm. All outer diameter measurements taken were found to meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The complaint was not confirmed as the returned device presented no anomalies. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-04088. It was reported that during preparation for a transarterial chemoembolization treatment procedure, guide wire coating issues were noted. The target vessel was the hepatic artery. During prep, outside the patient, it was noted that the coating of a .016 140x25cm fathom 16 guide wire was not smooth. It was commented that the coating was bulky and peeling off. The device was not used. Another .016 140x25cm fathom 16 guide wire was selected and the same issue was noted. This device was not used either. The procedure was completed with another fathom guide wire. No patient complications were reported and the patient's status is stable.